Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported a hematoma formed during the procedure and manual pressure was applied to help control it. Additionally, when the repositioning sheath was advanced, bleeding intensified and an angiography suggested a small perforation present. The decision was made to remove the pump to help the patient become hemodynamically stable and a covered stent was placed with prolonged manual pressure applied to close the arteriotomy. The patient survived the event.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. As per the clinical information provided, the patient had pad/ pvd. Once the reposition sheath was removed, the bleeding intensified and a stent was placed which suggests that due to patients diseased vessels, the elasticity of the artery. Therefore, the root cause of the access site bleeding-major issue was patient condition related to patients diseased vessels.